Event description:
It was reported that a pump on the device displayed an error message, rev_rel (faulty reverse relay. There was no patient involvement. Reference: (B)(4).

Manufacturer narrative:
(B)(4). A maquet service technician evaluated the device and found a faulty motor control board. The motor control board was replaced. Functional and safety testing was successfully executed. A supplemental medwatch will be submitted when additional information becomes available.